Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. Over the course of 1 year, the battery longevity was noted to have decreased from 11 years to 8 years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This pacemaker remains in-service at this time. No adverse patient effects were reported.